Event description:
Additional information received reported the manufacturer representative had obtained the devices and would return them. It was noted the doctor opted to cut the lead during explant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that a lead and implantable neurostimulator (ins) replacement was performed due to impedances of >10000 on multiple electrodes and loss of therapy. It was reported that impedance testing, x-rays and reprogramming were performed. It was reported that the patient had loss of stimulation and therapeutic effect, and also reported a shocking/jolting sensation. It was reported that the patient¿s device would not hold a charge, and the patient described ¿quick depletion from full to low charge in few days with scs (spinal cord stimulation) turned off¿. It was reported that the revision resolved the issues. It was reported that the explanted devices would be returned to the manufacturer.

Event description:
It was further stated that there was a short in an electrode, which lead to the explant. It was not considered normal battery depletion. The patient was attempting to locate a company representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported some impedances were high. It was noted patient was considering revision due to high impedance levels.

Manufacturer narrative:
Final device analysis for the neurostimulator revealed no anomalies. Final device analysis for the lead revealed no significant anomalies. The body of the lead had been cut through.

Event description:
Additional information received reported prior but was now seen as applicable to the bigger picture of this event reported that in (B)(6) 2013 there was an overdischarge and communication problem. It was noted patient usually recharged every 3 weeks, but this time had been about a month. It was stated the patient was unable to make adjustments both with or without antenna attached. It was further reported the patient had not felt stimulation in 10 days prior to report. It was noted the patient tried recharging on day of report, but was not able to communicate. It was further reported the issue was battery depletion due to leaving the recharger at home during vacation. It was noted the patient outcome was no injury and did not require hospitalization. Following this the patient¿s implantable neurostimulator (ins) began experiencing charging malfunctions. The patient went to mexico with his family on vacation and left the charger at home. When he returned, the device wouldn¿t maintain a charge and thus was not properly working. The patient began to feel severe pain in their legs and back and sought medical intervention. The patient¿s device prior to explant also began sporadically shocking the patient¿s spine, or as the manufacturer put in their ¿urgent notice¿ overstimulating. On one occasion the patient was resting peacefully in bed when he was zapped by his device even though it was in the ¿off¿ position. The patient later stated that the device frequently was switched to ¿off¿ and then would switch on by itself and deliver an electrical impulse. The patient began living in fear, never knowing when he would receive an electrical zap from the device in his body. Due to these developments, the manufacturer¿s representative (rep) recommended the device be replaced. The patient met with their physician who agreed a revision surgery to remove and replace the original stimulator¿s leads and battery. The patient underwent a revision on (B)(6) 2014. In the post-operative notes the physician stated the leads and battery were much more difficult to remove than anticipated, and thus the surgery was more complicated than he foresaw. The physician was forced to perform a laminotomy procedure above and below the original placement of the device due to complications with the old leads.

Manufacturer narrative:
(B)(4).